Event description:
On 06/08/2026, a healthcare professional reported that a hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is good. The patient presented on (B)(6) 2023 for a primary procedure on tooth #30. The patient returned after 3 years on (B)(6) 2026 with complaints of pain. Upon examination, the provider noted that the implant had lost osseointegration. The device was removed on (B)(6) 2026 and not replaced. The symptoms resolved after the implant removal. Bone grafting was done, and no permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).